Event description:
Multiple electrodes presented with artifact despite troubleshooting with new headbox. Another diagnostic procedure will need to be performed.

Manufacturer narrative:
2 subdural electrodes were involved in the case. Return inspection confirmed signal loss on some or all contacts of each electrode. Quantity, catalog #, UDI, mfg. Date: 2, ts08r-sp10x-000; (B)(4), (B)(6) 2022. 13 depth electrodes were also involved in the case. Reported under MDR 2183456-2022-00002.